Manufacturer narrative:
Qc and calibration data were within range. A review of the alarm trace revealed that sample clot detection, abnormal aspiration (sample probe), and sample foam detection alarms were present on the date of the event. These are an indication of possible poor sample quality. The instrument was confirmed to be operational with no issues. No further issues were reported. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 were updated.

Manufacturer narrative:
The reagent lot numbers were 82506601 with an expiration of 31-aug-2026 and 80312501 with an expiration date of 31-may-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable rheumatoid factors ii result with one patient sample tested on the cobas 8000 cobas c 502 module. On (B)(6) 2025: the initial result was flagged, which triggered autodilution of the sample. The dilution result was 261.8 iu/ml. On (B)(6) 2025: the repeat results were 18.6 iu/ml, 19.7 iu/ml, and 21.2 iu/ml. The repeat results were deemed correct.